Manufacturer narrative:
(B)(4). Additional narrative: the actual device was not returned to baxter for evaluation. However, a photograph of the device was sent. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Ruptured bladder condition was confirmed. Photo evaluation confirmed a ruptured bladder in a non-footed position. Solution was also noted within the housing due to the rupture. No additional observation was noted from the photo. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A (B)(4) was initiated to address the root cause investigation of the bladder rupture issue.

Event description:
Baxter received a call from (B)(6) stating that one (1) ce infusor sv 2 device ruptured while being filled with 5-fluorouracil. No report of patient involvement, injury, or medical intervention. A filter is used when the drug is made. No additional information.